Manufacturer narrative:
Upon visual inspection, the complaint has been confirmed that the tip is broken. The IFU for this part states that "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The device history was reviewed and no non-conformance was found for this lot. There are no indication of manufacturing defects. The most likely underlying cause is excessive force. Supplemental report one of two for the same event, see also 0001032347-2015-00428-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, see also 0001032347-2015-00428.

Event description:
The facility reported two elevators broke during a procedure. The broken pieces were retrieved and not adverse events were reported.